Manufacturer narrative:
Returned for evaluation was a drainage catheter and two unused samples. As received, the catheter tubing measured approximately 5cm long and the female hub was cracked. The drainage catheter contained biomaterial inside and out. Angiodynamics' supplier of this product was notified of the event and the sample was forwarded for a device evaluation and root cause determination. The customer's reported complaint description is confirmed. Per the investigation results from the supplier: one 8f sample was returned for evaluation. The full catheter was not returned. The catheter had been cut in half with only the proximal portion of the luer/hub assembly being returned. The sample was received with the knob in the locked position. The knob was unlocked and locked again. During the locking the audible "click" was heard on the sample. Visual examination confirmed that the hub body was cracked opposite of the parting line. All dimensional analysis conducted on the returned part from (B)(4) with no issues found. A failure mode cannot be determined. A review of the angiodynamics' device packaging history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
An exodus multipurpose drainage catheter was placed in a patient. 2 days later, it was noted the hub of the catheter was cracked. The drain was removed and replaced. There was no harm or injury to the patient due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.